Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow up. Upon device interrogation, the pulse generator continued to exhibit elective removal indicator after triggering on (B)(6) 2018. Testing was attempted and the device went into backup vvi operations. Due to the low battery status of the device, a device download was not performed. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The field complaint of device being in backup mode was confirmed. Device was received in backup mode with battery voltage at eri. Further testing with a power supply determined the backup was consistent with telemetry usage and active pacing at the level of battery depletion observed in the field. Analysis performed in nominal settings including electrical and mechanical testing of the device did not find any anomalies.